Manufacturer narrative:
Batch review performed on 5 august 2021: lot 187132: 34 items manufactured and released on 14-nov-2018. Expiration date: 2023-nov-04. No anomalies found related to the problem. To date, 32 items of the same lot have been sold without any similar reported event. Additional item involved in the event, batch review performed on 5 august 2021: gmk-sphere 02.07.1202l tibial tray fixed cemented size 2 l (k090988) lot. 181928 lot 181928: 32 items manufactured and released on 26-june-2018. Expiration date: 2023-june-14. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event.

Event description:
The patient had retropatellar complaint. It was found that the patient had nickel allergy. The primary prosthesis was well implanted. The patellar tendons were stuck together. Because of the allergy, the surgeon revised all implants 2 years and 5 months after the primary surgery.